Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. The customer's medical doctor increased the basal rates as well as the meal and correction boluses. The customer also changed the infusion set and insulin at the hospital. Later that night, the customer was hospitalized again for high blood glucose, ketones and vomiting. No blood glucose reading was reported. In addition, it was stated that the insulin pump did not give any alarms.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.